Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the indication for use was left main coronary dissection. While in the cath lab, the md inserted the intra-aortic balloon (iab) through the sheath via the left femoral for preoperative surgery. Approx 55 minutes later in the operating room, the nurse tried to operate the intra-aortic balloon pump (iabp) while the cross clamp was on, but received an error message, so the iabp was left off. After removing the cross clamp, class 1 alarm error received was kinked line, blood in the line, etc. They were able to move the drape enough to visualized frank blood in the gas line. The iab was removed and was not replaced. There was a delay in therapy or interruption with no harm to pt. There was no report of pt death, complications or injury. The pt outcome is the pt was better after the surgery. It is noted that the pump used was an autocat 2 wave (model iap-0500x, serial number (B)(4)).